Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was displaying an unclearable e-4 occlusion error message and the patient went to the hospital with diabetic ketoacidosis. The blood glucose level was 24.0 mmol/l at the hospital. The patient was treated with insulin on a sliding scale via IV. The patient was in the hospital from 7:30 a.m. To 10:15 a.m. Return of the suspect device was requested for evaluation.